Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for right ventricular lead integrity alert were met, the impedance of the right ventricular pacing lead was beyond the expected lower range, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter). Concomitant products: model: d314drm, ICD; implanted: (B)(6) 2012.

Event description:
It was reported that the patients right ventricular (rv) lead had triggered a lead integrity alert (lia) with low pacing impedance, increased sensing integrity counter (sic), oversensing noise, and high rate non-sustained episodes. "Insulation failure" is suspected. Reprogramming was completed and the lead was turned "off" while the patient was prescribed a lifevest. The lead currently remains implanted and a lead replacement will be completed at a future date. No patient complications have been reported as a result of this event.